Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient was seen in clinic. Shock impedance measurements in clinic were 106 ohms. It was reported the patient was undergoing radiation at the time the high out of range measurement was recorded. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.